Event description:
It was reported that the surgeon was performing colectomy, as he was using the har736, the pad component detached from the jaws of the device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2026 d4 batch #: unknown. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Yes were any fragments generated? No did fragments generated fell off inside the patient? No if yes, were they completely removed from the patient without additional intervention? Only the white plastic tissue pad detached from the jaws of the device and they completely removed it from the patient without additional intervention. An analysis of the product could not be performed since a physical sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.